Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room after receiving a patient notifier. The pulse generator was in backup operation. The patient is not device dependent and was lost to follow-up. The reason for backup was not known. The device was restored successfully. The patient would continue to be monitored with regular follow-up.